Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 2.90mm x 5.13mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found the carbide insert to be broken. Additional observation(s) related to the customer's complaint: the instrument was found to have a broken carbide insert on one of the grip(s). The carbide insert was not returned, measuring roughly 4.32mm x 2.90mm in size. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the broken insert. The grip tip is broken. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal. Common causes of the failure mode carbide insert damage on instrument grips -tips are attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the mega suturecut needle driver instrument had a broken tip. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that no pieces were lost or fell into the patient. All pieces were accounted for. No post-operative tests were performed.